Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No button error alarms were noted. Moisture damage was noted on lcd board during visual inspection.

Event description:
It was reported that the customer received a button error on the insulin pump, following possible exposure to moisture. The customer's blood glucose was 5.4 mmol/l. It was advised to revert to a back-up plan. Nothing further was reported.